Event description:
Report received of an overdose due to operator error. The patient was receiving 1mg/dl of morphine. The prescribed medication was switched from morphine to dilaudid 0.1mg/dl. The pump programming could not be recalled. It was reported that when the patient was up to the bathroom, patient fell off the toilet and hit their neck and back on the sink. The doctor was notified, and x-rays were ordered. Later that day, at the change of shift, a different nurse noted that the pump was programmed incorrectly. The patient reportedly had received more dilaudid than was intended. The doctor was notified and the dilaudid was discontinued. The patient was begun on oral pain medication. The customer attributes the patient's falling off the toilet to an overdose of dilaudid. Through requested, there was no further information available.